Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9600 system shut down three times during a case. The 9600 system had to be rebooted, and the procedure was completed. No patient injury was reported.